Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00198 on november 1, 2016. On 11/02/2016 correction: the 510k number reported in the initial MDR was incorrect. The correct 510k number is k133601.

Manufacturer narrative:
The cause of the discordant neat advia centaur xp ipth result compared to the 1:5 diluted result is unknown. There is no available sample available for additional testing. The results are consistent with an interferent in the sample. Without the sample, no additional testing can be performed. Qc was in range when the event occurred. No further investigation is required. The intended use section of the instructions for use (IFU) states the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The limitations section of the IFU states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."

Event description:
Customer observed an elevated neat advia centaur xp intact parathyroid hormone (ipth) result that was discordant to a 1:5 dilution of the sample. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp ipth result.